Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonoscopy procedure on (B)(6), 2011. According to the complainant, the patient had a stricture due to cancer within the descending colon. The length of the stricture was estimated to be 11mm. The anatomy was not tortuous but the stricture was noted to be very tight. Although the patient's weight was not provided, it was reported that the patient's abdomen was "really extended". The stent system was positioned within the colon and partially deployed. The physician decided to reposition the stent. However, when the stent was reconstrained, the outer sheath extended over the tapered tip of the delivery catheter. Due to this, the physician was unable to cross the stricture with the stent system. The procedure was completed using another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery system. The outer sheath was pushed forward onto the distal tip by approximately 4cm. Both the inner shaft and the outer sheath were kinked at the distal end of the mounted stent. During a functional analysis, it was possible to retract the outer sheath and deploy the stent with some initial resistance. An examination of the deployed stent found no anomalies. The condition of the returned device was consistent with the complaint incident; however, the shaft of the device was also kinked. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release for distribution. From the information available, this device was not used per the directions for use (dfu) / product label. The condition of the returned device indicates that the exterior tube handle was pushed too far forward. Therefore, the most probable root cause is "user/use error." A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonoscopy procedure on (B)(6), 2011. According to the complainant, the patient had a stricture due to cancer within the descending colon. The length of the stricture was estimated to be 11mm. The anatomy was not tortuous but the stricture was noted to be very tight. Although the patient's weight was not provided, it was reported that the patient's abdomen was "really extended". The stent system was positioned within the colon and partially deployed. The physician decided to reposition the stent. However, when the stent was reconstrained, the outer sheath extended over the tapered tip of the delivery catheter. Due to this, the physician was unable to cross the stricture with the stent system. The procedure was completed using another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."